Manufacturer narrative:
The device was received for evaluation. Visual inspection noted fluid in the connector cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was moisture inside the connector cap of an exactamix vented micro-volume inlet. This was observed prior to use. There was no patient involvement. No additional information is available.